Event description:
It was reported the customer received a keypad anomaly. The customer stated their buttons were unresponsive. It was also found the customer may have exposed their insulin pump to moisture from insulin. However, customer stated there was no moisture on the insulin pump's screen. The customer also reported their insulin pump's reservoir rim had been cracked and there was a piece missing. Troubleshooting for the insulin pump was declined by the customer. Customer's blood glucose was 115 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.